Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomize to the bare platinum treatment arm. The pt is a (B)(6) yr old female, who presented with a ruptured aneurysm in the right posterior communicating artery. The aneurysm was coiled on (B)(4) 2013, the pt experienced vasospasm which required intervention (intra-arterial verapamil infusion) on (B)(6) 2013. However, a few days prior to this event, the pt experienced a probable vasospasm and was given foratorvastatin, nimodipine, and nexium. She reports that she went home and did not take these medicines due to cost and then immediately used methamphetamine. At some time on the day of discharge or the day after discharge, she started to notice that her right leg was weak and she was having slurred speech. This eventually prompted her to go into and outside hospital where she reported that the symptoms had mostly resolved, although she felt that her speech was slightly slurred, she did not feel that she has any neurological deficit. CT angiogram there demonstrated some stenosis of the right middle cerebral artery, and was interpreted as having slightly worsening hydrocephalus when compared to the previous cat scan about 4 days prior. Upon arrival here, the pt is in no acute distress and having no neurological symptoms. MRI of the brain was performed it demonstrates acute and subacute punctate infarcts in the right mca and pca territory along with suggestion of vasospasm in the right m1.